Event description:
Shaving off bone and the bur broke. Looks like bur bent and plastic was melted. Top 3 inches got stuck in joint and the doctor had to retreive pieces with manual instrument. No pt injury reported.